Manufacturer narrative:
(B)(4). The healthcare professional cannot identify the cuvette reagent lots used for patient testing at this time. Patient #1 of 9 is reported in MDR 2248721-2015-00036 and references itc complaint (B)(4). Patient #2 of 9 is reported in MDR 2248721-2015-00037 and references itc complaint (B)(4). Patient #4 of 9 is reported in MDR 2248721-2015-00039 and references itc complaint (B)(4). Patient #5 of 9 is reported in MDR 2248721-2015-00040 and references itc complaint (B)(4). Patient #6 of 9 is reported in MDR 2248721-2015-00041 and references itc complaint (B)(4). Patient #7 of 9 is reported in MDR 2248721-2015-00042 and references itc complaint (B)(4). Patient #8 of 9 is reported in MDR 2248721-2015-00043 and references itc complaint (B)(4). Patient #9 of 9 is reported in MDR 2248721-2015-00044 and references itc complaint (B)(4).

Event description:
Patient #3 of 9. Healthcare professional reported out of range high readings with a hemochron signature elite and act plus system. Patient of unspecified age, gender and weight was receiving IV heparin in the cardiovascular operating room during an unspecified procedure. The target act was 480 seconds. The hemochron signature elite and act plus system reported a result >1000 seconds twice, which was not expected considering the other act results and the fact that no additional heparin was administered during the procedure. No adverse events were reported.